Event description:
It was reported that the right atrial lead exhibited noise. The noise was not reproducible in clinic. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found insulation abrasion at 7.0 cm to 7.4 cm and 7.6 cm to 7.7 cm from the connector pin. The abrasion was consistent with constant friction to another implantable device.